Event description:
Mcghan 468 textured saline implants have caused me to have breast implant illness. Over the last 21 years I've had and/or still have all the symptoms on the side effects list. My explant capsulectomy surgery is (B)(6) 2020. I will be getting my implants back along with photos and pathology tests done if doctor sees anything suspicious. I have extreme breast pain stinging and burning. Medications - none now but will have to take many to detox my body after being poisoned for 21 years by the toxic implants. FDA safety report ID# (B)(4).